Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. There was no reported impact to the customer's blood glucose level. A pump system check was performed. The pump and infusion set tubing were found to be functioning as expected. The contact declined to remove the cannula as there has been no damage found with past cannulas.